Manufacturer narrative:
Conclusion: a patient elected to have their system explanted due to pain at the ipg site was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient was citing pain at ipg site therefore surgical intervention was undertaken to explant the ipg. No reported adverse events.